Manufacturer narrative:
Sterilization and lot history records were reviewed and no expectations were found.

Event description:
Report received from (B)(6) states: "bubbles during phaco. No pt impact."